Event description:
Pt alleges receiving breast implants twenty years ago (ie 1976). Pt reported six days after mammogram (date unknown) she woke up with pain in her breast, it was caved in and subsequently had a huge blood clot in left implant between implant and scar tissue. She never had any problem until this last mammogram.